Manufacturer narrative:
Additional information was received that the devices were destroyed and discarded by the facility.

Event description:
A report was received that the patient, who is enrolled in the vregistry clinical study, was admitted due to an infection. The paercise dbs dystonia tient was explanted and is currently recovering and was subsequently discharged. The event was assessed as possibly related to the procedure an unlikely related to the hardware and not related to the stimulation.

Event description:
A report was received that the patient, who is enrolled in the vercise dbs dystonia registry clinical study, was admitted due to an infection. The patient was explanted and is currently recovering and was subsequently discharged. The event was assessed as possibly related to the procedure an unlikely related to the hardware and not related to the stimulation.

Event description:
A report was received that the patient, who is enrolled in the vercise dbs dystonia registry clinical study, was admitted due to an infection. The patient was explanted and is currently recovering and was subsequently discharged. The event was assessed as possibly related to the procedure an unlikely related to the hardware and not related to the stimulation.

Manufacturer narrative:
Additional information was received that the patient had weekly follow up visits since the sutures could no be tolerated. The lead extensions became exposed. The patient developed staphylococcus aureus and capitis. The entire system was explanted.

Manufacturer narrative:
Additional information was received that the infection was moderate in severity and that the site of the infection was at the connector lead extension. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Manufacturer narrative:
(B)(6). Additional suspect medical device components involved in the event: model: vercise cartesia, serial: (B)(4), description: vercise dbs dystonia registry lead. Model: 55cm 8 contact extension, serial: (B)(4), description: vercise dbs dystonia extension. Model: 55cm 8 contact extension, serial: (B)(4), description: dystonia dbs extension.

Event description:
A report was received that the patient, who is enrolled in the (B)(6) clinical study, was admitted due to an infection. The patient was explanted and is currently recovering and was subsequently discharged. The event was assessed as possibly related to the procedure an unlikely related to the hardware and not related to the stimulation.